Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 the iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A non maquet sheath was returned separate from the catheter. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 0.3cm from y-fitting. Additionally the optical fiber was observed broken 1cm from y-fitting and a kink was observed on the catheter tubing 2.3cm from y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Event description:
(B)(6) called into emergency support program line to request support with to report an issue with an iab. She reports the nurse caring for the patient noticed the iab fluid filled flush line was flushing into the lumen of the helium tubing. They state there was no blood or frothy fluid seen and that the clear fluid did not get back to the cardiosave that the catheter was connected to. (B)(6) states they have video of the incident and shares it with esp team. She also states the iab catheter was indwelling for 28 days without issue. She states it is a femoral insertion and that she would like to return it to us for inspection. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).